Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and difficult or delayed positioning associated with leaflet capture and entrapment of device (clip becoming stuck in chordae) resulting in single gripper actuation issue appears to be related to patient anatomy (restricted posterior medial leaflet, long anterior medial leaflet and rotated anatomy). The image resolution poor appears to be related to patient and procedural conditions. The unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report gripper actuation issues, clip deployment due to entrapped chordae, and treatment provided. It was reported that on (B)(6) 2022, the patient presented with mixed mitral regurgitation (mr) grade 4, with an aneurysm, restricted posterior medial leaflet, long anterior medial leaflet, and rotated anatomy. The ntw mitraclip advanced to the mitral valve without reported issue. Reportedly, the imaging was poor and challenging. The echosonographer had difficulty getting both clip arms and leaflets in the plane due to the rotated anatomy. The ntw mitraclip arms were at 120 degrees and under the leaflets for grasping, however, the clip was unable to capture both leaflets. While attempting to invert the clip arms for clip retraction back into the left atrium, tension was noted, and the anterior medial leaflet chordae was observed stuck between the clip delivery system (cds) shaft and gripper arm. Standard troubleshooting was performed without success. The tactile notched gripper lever was raised and lowered, with no gripper arm movement noted. The gripper arm was laying close to the clip arm, but not completely flat on it. As standard troubleshooting, the gripper lever was unlocked and cycled with stabilizer adjusted, however, the tissue remained stuck on the gripper arm. The same ntw mitraclip was able to grasp the leaflets, with good leaflet insertion and mr reduction, while the entrapped chordal tissue remained. The ntw mitraclip was deployed without further issues, stable and well seated. As treatment, another mitraclip was successfully implanted. There was no complaint associated with this mitraclip. The mr was reduced to grade 2 and the patient remained in stable condition. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided regarding this issue.